Manufacturer narrative:
The returned device was patent. The device did not meet the requirements for leak testing as the male-male luer adapter was disconnected from the large bore stopcock. It is unknown how or when this damage occurred. There was adhesive noted on the large bore stopcock where the male-male luer connects. The drainage bag connection was stuck and could not be disconnected from the male-male luer adapter. The instructions for use that accompany the device indicate that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was admitted with stroke symptoms <(>&<)> ivr on (B)(6) 2015. According to the report the patient was taken to or on (B)(6) 2015 for ventricular drain insertion with csf fluid collection system attached. It was reported that on (B)(6) 2015, an rn was doing a routine initial evd bag change. Difficulty was encountered when the rn attempted to disconnect the bag from the drip chamber at the luer lock site. It was also reported, the luer lock became disconnected at the top of the device instead of the bottom. Reportedly, there was no injury to the patient.